Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through voluntary medwatch report mw5161965 that the patient had a history of dilated nonischemic cardiomyopathy complicated by severe left ventricular systolic dysfunction, mild right ventricular systolic dysfunction, severe mitral regurgitation, and paroxysmal atrial fibrillation in secondary to alcohol, cocaine, and methamphetamines use. The status post left ventricular assist device (lvad) and tricuspid valve repair with a 28 mm mc3 annuloplasty ring 2021. Since 2023 they have had hospitalizations for methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patient had subarachnoid hemorrhage at the time thought to be secondary to mycotic aneurysm. In 2023 they were hospitalized again for persistent mssa bacteremia, had their implantable cardioverter-defibrillator (ICD) explanted and completed 6 weeks of intravenous (IV) antibiotics. After they were transitioned to cefadroxil indefinitely for suppression of infection. They then presented with a fever of 103.2 with symptoms of nausea, vomiting, and chills. The patient had stopped taking cefadroxil in 2024 due to no refills as they hadn't been seen in the clinic. They were treated with IV antibiotics until blood cultures cleared. The patient was taken to the operating room for pump exchange in 2024. Intraoperatively, pus encountered in the proximal part of the outflow graft in the region of the bend relief. The case was notable for bleeding, shock, and prolonged cardiopulmonary bypass (cbp) time (about 7 hours). Subsequently the patient was noted to have motor deficits and stat computed tomography (CT). The imaging showed basilar artery occlusion resulting in pontine stroke with significant ongoing motor/neurological deficits. The patient had a trach placed and percutaneous endoscopic placed (B)(6) 2024. In the patient was discharged to a rehab hospital in 2024.

Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be reported under MFR# 2916596-2024-05923.